Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted inside the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forcefully advancing the device against this resistance may have contributed to the kink and fracture which were observed near the pusher assembly mid-joint. Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forcefully advancing the device against this resistance may have contributed to the kinks which were observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath without issue. Evaluation of the returned ruby coil lp revealed offset coil winds along the length of the embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance could not be determined. During functional testing, the ruby coil lp was unable to be advanced through its introducer sheath due to the offset coil winds on its embolization coil. Further evaluation of the device revealed a pusher assembly kink. This damage was likely incidental to the complaint. Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was able to advance through its introducer sheath without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00446, 3005168196-2021-00447, 3005168196-2021-00448.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed in multiple vessels using packing coil lps and ruby coil lps with a non-penumbra microcatheter. During the procedure, the physician used two ruby coil lps to embolize the first vessel. While attempting to embolize the second vessel, two packing coil lps and two ruby coil lps would not advance from their initial positions within their respective introducer sheaths. Therefore, these coils were removed from the procedure. The procedure was completed using another six lp coils and the same microcatheter. There was no report of an adverse effect to the patient.